Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had leakage. The following information was provided by the initial reporter: chemo is leaking from the closed system texium component during administration. They said this is happening frequently and they have to change the primary tubing and the chemo tubing / cstd when it does happen. I've asked them to start reporting all incidents to me. The drug was doxorubicin this time. I do have the tubing double bagged in a haz bag to be shipped back.

Manufacturer narrative:
Investigation results: it was reported by the customer that chemo is leaking from the closed system texium component during administration. Three samples and four photos of bd product 22603-b007t was submitted for quality evaluation. The samples were primed and a sample bd smartsite was connected to the texium connector of the sample. Two samples were placed in an alaris pump and the infusion set was allowed to flow at a rate of 125 ml/hr for 1 hour in order to determine if leakage would start to show between the texium connector and the bd smartsite. Leakage was identified coming from the connection location between the texium connector and the smartsite connector. The second sample showed leakage from a hole in the pumping segment. The customer complaint of leakage was confirmed. A trend for leakage at the connection point of the texium connector has been identified for this issue, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. Investigation of the hole from the pumping segment was forwarded to the manufacturing facility for root cause analysis. Based on the information provided and the investigation of the returned sample, a root cause for the damage could not be determined. The leakage at the pumping segment was reported to be identified after the infusion set was already in use and therefore the damage could not be associated with a product manufacturing issue. A device history record review for model 22603-b007t lot number 25045721, 25025268 and 25025221 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.